Manufacturer narrative:
The soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 324 pulses. The needle mechanism was reset and fired properly during the investigation. No housing, environmental seal, or other damage or defects were found. Based on the investigation the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the cannula had failed to deploy at initial activation.